Event description:
It was reported to philips that the customer was unable to acquire images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the customer was unable to acquire images by log file analysis, but the cause of the issue remains unknown. However, after restarting the system was returned to use in good working order. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by restarting the system without an impact on the procedure. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.